Event description:
It was reported by the customer that "the stopper on the stylet leaks anytime saline is flushed with our single-lumen PICC lines." Additional information received 26 june 2023: "while flushing catheter during PICC insertion procedure, saline squirts out where the stylet comes through the stopper. This happens with single lumen power PICC provena kits that has this rubber stopper."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. Two photographs of a t-lock and 3cg stylet attached to the red luer hub of a dual lumen powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed a t-lock and 3cg stylet. No evidence of leaking was observed in the photographs. No use residue or obvious damage was observed in the returned photographs. Inspection of the returned photographs was insufficient to confirm the alleged issue or identify a root cause of the reported issue. Therefore, this complaint is inconclusive at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that "the stopper on the stylet leaks anytime saline is flushed with our single-lumen PICC lines." Additional information received 26 june 2023: "while flushing catheter during PICC insertion procedure, saline squirts out where the stylet comes through the stopper. This happens with single lumen power PICC provena kits that has this rubber stopper." A specific number of affected devices or patients was no provided by the complainant.